Event description:
The customer reported that they experienced lost images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer provided a patch software for blank images related to model cxdi-70c. Though the preview image was displayed when the photography was performed, the pixel values became zero in the full displayed image. The image would become an entirely gray image. The dealer will update the software as soon as the new version is available. (B)(4).